Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd gravity set was occluded the following information was received by the initial reporter with the following verbatim. 1. Difficult to flush 2. Flow issues 3. Partial or total occlusions 4. Stiff tubing, not as pliable as all previous tubing 5. Kinks when securing to patient 6. Unable to release kinks causing flow issues 7. Due to stiffness of the tubing larger loops are being made when securing to the patient. These larger loops are getting caught and IV is getting pulled out. 8. Stopcocks are backwards from all previous tubing 9. Solutions backup into the bag, syringe, etc. 10. Comes apart when opening package 11. If all connections are not tightened when priming tubing it will come apart while attached to the patient. This happened in pre-op and blood got everywhere before it was noticed.

Manufacturer narrative:
It was reported by customer that continued to get complaints about the bd gravity IV set. Three samples and 6 photos were provided for complaint pr (B)(4). The 6 photos referenced for this complaint were submitted. None of the 6 photos indicated an issue of flow issues - backflow, but show possible kinks in the tubing. Additionally, 3 samples have been submitted for quality evaluation. The samples were inspected, primed and a simulated infusion was conducted at a rated of 125 ml.hr for 1 hour. There were no issues of leakage, air in line, occlusion or flow issues, with the physical samples. The customer complaint of flow issues - backflow could not be replicated. The samples were then tested to see if the tubing would kink, similar to the photos provided by the customer. The tubing would kink if the tubing was coiled very tightly, as shown in the customer photos, however, if enough tubing was used in the loop, the tubing would not kink. A root cause for the issue could not be determined due to the photos not being detail enough to indicate backflow. A device history record review for model cs42522e-07 lot number 24079530 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.